Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed a skin irritation under the front and right electrodes of the lifevest. The irritation was described as red and itchy skin with spots. The patient's doctor prescribed her a cortisone salve. The patient reported using the salve every evening and not having any problems anymore.